Event description:
1998 mercury poisoning from my silver filling. That left my right-side paralyzed still. I was not diagnosed until 2000.

Event description:
Add'l info received from reporter on 04/11/2015. I got mercury poisoning from my amalgams. I just feel like the FDA 100% really does not care; 1.5, 5 is off the charts. I had 22. I was poisoned, and the FDA has the power to do something about this, and nothing is going to happen. I wrote to you years ago, after I received my diagnosis. I never received a response. My right-side is parallelized. I was stuttering, had blurry vision, lost hearing, tremors. It was full 2 years to figure what was wrong with me. What do you want? What proof do you need to see? I really think the FDA just cares about money more than me. At the time. I was a mother of 5 little children. Now 16 years later, the children are all grown. I don't want to hear another response saying amalgams are 100% safe. They are not safe at all. Mercury vapors can be measured. I feel very bad the FDA seriously doesn't care. (B)(6). Diagnosis took a paralyzed.